Event description:
Pump was reported to overinfuse during use on a pt. A 1000ml bag of tpn solution was set to run at 50ml/hr. The entire bag reportedly infused in less than one hr. No pt injury was reported.